Event description:
It was reported that stent failed to expand and migrated, requiring intervention. Vascular access was obtained via ipsilateral approached. The more than 90% stenosed target lesion was located in a mildly tortuous and mildly calcified internal carotid artery. A 10.0-24 carotid wallstent self-expanding stent was advanced and placed for treatment. The proximal portion of the stent expanded appropriately; however, the distal end of the stent failed to fully open despite using standard deployment techniques. The stent system was removed and during an attempt to manipulate the stent, the stent was further displaced distally. As a result, another stent was placed proximally to cover the stenotic segment. The procedure was completed, and there were no patient complications as a result of this event.

Manufacturer narrative:
H6 device code: updated from migration, a010402 to defective device, a0203

Event description:
It was reported that stent failed to expand and migrated, requiring intervention. Vascular access was obtained via ipsilateral approached. The more than 90% stenosed target lesion was located in a mildly tortuous and mildly calcified internal carotid artery. A 10.0-24 carotid wallstent self-expanding stent was advanced and placed for treatment. The proximal portion of the stent expanded appropriately; however, the distal end of the stent failed to fully open despite using standard deployment techniques. The stent system was removed and during an attempt to manipulate the stent, the stent was further displaced distally. As a result, another stent was placed proximally to cover the stenotic segment. The procedure was completed, and there were no patient complications as a result of this event. It was further reported that after deployment, the distal end of the stent became foreshortened, lying directly at the stenotic segment. An attempt was made, using a 5x20 balloon, to open the distal part of the stent and tried to place distally to cover the stenotic part, however this attempt failed. As a result, a second stent was placed, overlapping the initial stent, to cover the stenotic part.